Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-01694; related manufacturer report 1627487-2021-01695; related manufacturer report 1627487-2021-01697; related manufacturer report 1627487-2021-01698. It was reported that patient experienced ineffective stimulation due to high impedance issue observed on the lead. The device system was explanted, and a new device system was implanted. Effective therapy was restored post procedure. There were no complications during the procedure. Patient was stable.